Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. Factors that contribute to difficulty to remove the device from the anatomy may include, but not limited to, manufacturing, tissue or suture caught in foot, posterior cuff partly deployed in foot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the severely calcified right common femoral artery was achieved with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, a second proglide device was attempted and became stuck in the patient. The footplate was cycled and device advanced and pulled back again. The proglide device was able to be removed. The sheath was upsized to 16f and the tavr procedure was completed. Hemostasis was achieved with the two pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.